Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2009 in regards to erroneously elevated accutni result obtained from a unicel dxl 800 access immunoassay system for one patient. The customer re-ran the sample on a different instrument and the result was within normal reference range. The initial erroneously elevated result was reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2009 to investigate the event. The fse performed pipettor matching and low volume pipettor matching. The fse replaced the number 2 wash pump because it was leaking and the reagent probes were replaced too. The fse also found the tubing to reagent pipettor number 3 had come off. The tubing was replaced by the fse. Fse performed a precision test with low and high level accutni patient samples and all 3 levels of accutni quality controls (qc) were run; all results were within specifications. Although several parts were replaced and the system is functioning, a definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 thru (B)(4) 2010 for additional reportable events.